Event description:
It was reported that the subject device experienced a malfunction where the electrical connector screws fell out. The malfunction occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord is fractured and scratched, the rear light guide bundle is broken, the light guide pole is rusty, white dots in the image and the component failure of the up case, universal cord, outer tube, light guide (lg) bundle, main body, distal end cover glass(chipped). A root cause could not be identified. Based on the investigation results, the issue of 'electrical connector screws falling out' is caused by the component failure of the up case. The issue of the 'universal cord being fractured and scratched' is due to the component failure of the universal cord, likely caused by excessive force. The 'rusty light guide pole' is the result of the component failure of the outer tube, caused by deterioration over time. The 'broken rear light guide bundle' is due to the component failure of the light guide (lg) bundle, likely caused by excessive force. Finally, the 'white dots in the image' are caused by the component failure of the distal end cover glass, also likely resulting from excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.